Event description:
End user reports "the catheters caused him to have a uti. His uti symptoms were nausea, cloudy urine, frequency and urgency of voiding only cathing out small amounts frequently." He states he used "several cs14 catheters for 1 week, same reference number, unknown market units, unavailable lot numbers. He is very familiar with the closed system catheters and is following proper catherization technique. He is handwashing prior to cathing, using gloves and wipes head of penis with antibacterial wipe prior. He is mindful not to touch the catheters on anything when/prior to inserting catheter. Wife states he has had a history of multiple utis in the past even when using his usual bard catheters. He has diagnosis of ckd iii. He called his doctor and they had him go to outpatient lab for urine testing , urinalysis and urine culture and he was prescribed an antibiotic which cleared up his uti symptoms. He discontinued use of catheter and has his regular bard catheters back that he wishes to continue using."